Event description:
Taxus liberte clinical study. It was reported that during a stenting treatment procedure, chest pain occurred. Lesion 1 was located in the proximal right coronary artery (rca). The lesion as 85% in-stent restenosed, 3.5mm in diameter and 15mm long. The lesion was treated with direct stent placement of a 3.5x16mm taxus liberte stent. Residual stenosis was 0%. During the deployment of the 3.5x16mm taxus liberte stent, the patient experienced chest pain. The patient rated chest pain was 4 on the scale of 1-10. The patient was treated with fentanyl IV 25 mcg. Lesion 2 was located in the proximal left anterior descending (lad). The lesion was 85% stenosed, 3.5mm in diameter and 20mm long. The lesion was treated with direct stent placement of a 3.5x20mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).